Manufacturer narrative:
Additional information received on 07 april 2016 and includes: a revision was not performed for this patient. On 07 april 2016 it was prepared a final report with the information already submitted in the initial report and here above. On 13 april 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 02 february 2016. (B)(4).

Event description:
At a follow-up appointment, the surgeon found that the patient had a medial calcar fracture and the stem had subsided approximately 1.5cm. The surgeon will send the patient to another surgeon that feels comfortable preforming the revision surgery. Currently the patient is asymptomatic and a revision surgeon and surgery are not planned at this time. There are no x-rays available.